Event description:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter. The physician completed the case and pulled the octaray mapping catheter out of the bayliss versacross sheath and noticed a filament nylon appearing thread wrapped around the octaray mapping catheter. It was a device malfunction as the device did not do what it was supposed to do. There was no patient consequence reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 06-sep-2024 additional information was received clarifying that this event was previously reported to the FDA under manufacturer report number: 2029046-2023-02450 /manufacturer¿s reference number: (B)(4). As such this complaint is considered to be a duplicate. Any other information or updates will be reported to the FDA under manufacturer report number: 2029046-2023-02450 /manufacturer¿s reference number: (B)(4). During an internal review on 23-sep-2024, noted a correction to the 3500a initial as in error did not check g2. Is report source user facility. Manufacturer¿s reference number: (B)(4).